Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: battery compartment is cracked along the side from threads to seal case, unrelated to the complaint, the display is dim/fading/reddish, battery cap is damaged/stripped.